Event description:
It was reported to teleflex by a regulatory authority that during the laparoscopic left radical nephrectomy, the left renal artery was secured with two hem-o-lok clips on the patient side and one clip on the specimen side. The artery was divided with scissors, and a cuff of tissue reportedly remained visible beyond the second clip on the patient side. According to the report teleflex received from that regulatory authority, several minutes later a significant haemorrhage occurred, requiring conversion from a laparoscopic to an open procedure. According to the report teleflex received from that regulatory authority, during intraoperative assessment, the left renal artery stump was reportedly observed without hem-o-lok clips attached. According to the report teleflex received from that regulatory authority an individual from the healthcare facility indicated that clip displacement/slippage may have contributed to the event. Also according to the report teleflex received from that regulatory authority the patient subsequently expired. No complainant or treating facility contact information was provided by the regulatory authority; therefore, additional information directly from the healthcare facility regarding the event, patient outcome, and potential contributing factors could not be obtained.

Manufacturer narrative:
Continuation of d11: y authority did not contain any details about concomitant medical products or therapies.qn# (B)(4) correction to b1 - this complaint is an adverse event. Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Continuation of d11: d not contain any details about concomitant medical products or therapies. Qn #: (B)(4).

Event description:
It was reported to teleflex by the regulatory authority that during the laparoscopic left radical nephrectomy, the left renal artery was secured with two hem-o-lok clips on the patient side and one clip on the specimen side. The artery was divided with scissors, and a cuff of tissue reportedly remained visible beyond the second clip on the patient side. According to the report teleflex received from that regulatory authority, several minutes later a significant haemorrhage occurred, requiring conversion from a laparoscopic to an open procedure. According to the report teleflex received from that regulatory authority, during intraoperative assessment, the left renal artery stump was reportedly observed without hem-o-lok clips attached. According to the report teleflex received from that regulatory authority an individual from the healthcare facility indicated that clip displacement/slippage may have contributed to the event. Also according to the report teleflex received from that regulatory authority the patient subsequently expired. No complainant or treating facility contact information was provided by the regulatory authority; therefore, additional information directly from the healthcare facility regarding the event, patient outcome, and potential contributing factors could not be obtained.